Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial channel was noted. Noise was larger than the p-waves and could not be reproduced with isometrics, so clinician could not program around it. Abbott technical support discussed programming unipolar sensing or increasing sensitivity to help induce noise reversion and stop pacing inhibition. Noise is not seen frequently, so clinician has decided to continue monitoring patient. The patient was stable. There was no reported symptoms to the noise.